Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction issue. The pump does not perform the load step properly; the piston does not move during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/22/2013 with the following results: testing was unable to duplicate load step malfunction. But confirmed the issue in history. Performed pump rewind, load, and prime with no loss of prime. Force sensor calibration reading was within specification. Opened pump and removed from case. Inspected force sensor circuit, force sensor flex, and reexamined flex pins: no defects found with force sensor. Unrelated to the complaint, the display was faded and pink. Removed displayed and placed new good display in. New display contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.